Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Blood glucose level was 46 mmol/l. Unknown if customer was using insulin pump within 48 hours of reported low blood glucose event. Unknown if customer was been used on auto mode.. The insulin pump will not be returned for analysis.